Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2016) is considered to be a best estimate. This MDR represents the 3dmax mesh (device 1). An additional supplemental emdr was submitted to represent the 3dmax mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2016 ¿ patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with implant of two 3dmax meshes (device 1 and 2). Per operative notes, ¿in the left preperitoneal inguinal space, an indirect inguinal hernia with sac was reduced. A large size 3dmax mesh (device 1) was placed on hernia defect wall and secured with sutures. In the right preperitoneal inguinal space, an indirect inguinal hernia with sac was reduced. A medium size, 3dmax mesh (device 2) was placed into the position to cover the hernia defect. ¿ (B)(6) 2017 - patient was diagnosed with recurrent bilateral inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device 3). Per operative notes, ¿extensive adhesions and small recurrent right inguinal hernia was noted and reduced. A medium size, 3dmax mesh (device 3) was placed covering recurrent hernia defect. The mesh (device 2) was replaced in prior position which slightly overlapped new mesh (device 3). In the left side, extensive adhesions of prior mesh (device 1) to anterior abdominal wall was reduced. The hernia content contained half of prior placed mesh (device 1). The mesh (device 1) was readjusted and left in place.¿